Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that they received a reposition jaws and reactivate error and then, after removing the instrument from the patient to clean it, the top jaw broke off during an unknown case. The case was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw. All pieces were returned/received. There were no other visual issues noted. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The ¿reposition jaws and reactive¿ yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.